Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the physician was unable to implant the patient's permanent lead due to patient anatomy and scar tissue. As a result, the case was abandoned.